Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and complex atypical adenomatous hyperplasia on (B)(6) 2010 and an obturator sling mesh was implanted. The patient experienced pain, infection, bleeding, incontinence, erosion of her internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding, and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection and incontinence.